Manufacturer narrative:
Vyaire medical file identification: com (B)(4). 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ventilator went inoperable during maintenance. No patient involvement was reported.